Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to an unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that after the consumer injected either lantus or victoza with the bd ultra fine¿ pen needle, he noticed a brownish, "dry blood" color on the tip of the inner shield while placing it back on over the needle during use, which also had the same discoloration. No bleeding was observed at the injection site, so the consumer took the needle to a doctor, where the presence of foreign matter was confirmed on it. The following information was provided by the initial reporter: "consumer reported after the injection when he was trying to put back the inner shield on the needle, he noticed some brownish color dry blood on the tip of the needle and the tip of the inner shield. He visually tested in the injection site to see if he was bleeding he wasn't bleeding. He is concerned to see if it is blood and he took the needle to the doctor and he doctor did confirm there was brown color on the tip of the needle and inner shield." He does not visually test the needle to see if its straight. He only does priming sometimes. He uses the nano pen needle. He uses pen needle to his lantus and victoza.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after the consumer injected either lantus or victoza with the bd ultra fine¿ pen needle, he noticed a brownish, "dry blood" color on the tip of the inner shield while placing it back on over the needle during use, which also had the same discoloration. No bleeding was observed at the injection site, so the consumer took the needle to a doctor, where the presence of foreign matter was confirmed on it. The following information was provided by the initial reporter: "consumer reported after the injection when he was trying to put back the inner shield on the needle, he noticed some brownish color dry blood on the tip of the needle and the tip of the inner shield. He visually tested in the injection site to see if he was bleeding he wasn't bleeding. He is concerned to see if it is blood and he took the needle to the doctor and he doctor did confirm there was brown color on the tip of the needle and inner shield." He does not visually test the needle to see if its straight. He only does priming sometimes. He uses the nano pen needle. He uses pen needle to his lantus and victoza.